Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose while on a call regarding transmitter. Customer reported that transmitter was no longer charging and had not worn in months and declined troubleshooting, just wanted transmitter replaced. Customer's blood glucose was 480 mg/dl and was up in the 500s one to two times per week. Customer also declined troubleshooting for high blood glucose.